Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer stated that she was unable to locate the string upon removal of the tampon. She had to manually remove the tampon and upon removal discovered the string was attached, but inaccessible.